Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. No punctures were noted on the returned sheath. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz transseptal guiding introducer instructions for use (IFU) artmt100133838 ver. B states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. The cause of the reported complaint is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the needle punctured the sheath. A stylet was not used initially and a pre-shaped needle was used. The device was replaced and the procedure was completed with no adverse consequences to the patient.